Manufacturer narrative:
The info on this per was provided by stryker orthopaedics clinical affairs department. No additional info is available at this time. As per info received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up info may be obtained by the clinical affairs as it becomes available. If additional info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Revision of left total hip arthroplasty, exchange of polyethylene liner, removal of screws from the acetabular component, testing the acetabular component, and debridement of osteolysis.